Event description:
The complainant has reported that a patient (age and gender unknown) underwent a diagnostic gastroscopy procedure which included the use of an injection gold probe device. It was reported that needle was attempted to be advanced when the tip of the probe 'fell' from the catheter. Subsequently and upon attempt to remove the device, the needle would not retract. The gastroscope was removed from patient along with the igp device. The physician elected to allow the tip of the device in the patient to be eliminated naturally. The procedure was completed successfully, with no complications to the patient, with the use of a second injection gold probe device.

Manufacturer narrative:
The device has not yet been received for evaluation. However, the february 2007 rolling 15 month trend chart for the endoscopy injection gold probe product family was reviewed and showed an adverse trend for the product family. An adverse trend is defined as two consecutive months of increasing number of complaints. A total of 3 complaints have been received for this primary failure mode (tip detachment) during the last 3 months; 0 complaints were received in 2006 for this failure mode, 1 complaint was received in 2007, and 2 complaints were received in 2007. Due to the low number of increase in complaints for this failure mode and the low magnitude of the number complaints, no further specific action is warranted at this time. A total of 28 complaints have been received for the secondary failure mode (needle retraction failure); 9 complaints were received in 2006, 11 complaints were received in j2007, and 8 complaints where received in february 2007. A corrective action (CAPA) was implemented in 2006, to investigate and address this secondary failure mode. Since the corrective action has been implemented, the secondary failure mode has not shown an adverse trend.